Event description:
As reported by the user facility: reports overinfusion of dilaudid. Patient was ordered to receive 2.3 mg dilaudid per hour (machine was programmed appropriately and had the lock out feature to prevent tampering). The bag should have lasted approximately 21 hours however, it was found to be empty in six hours (8.3 mg/hr of dilaudid). Patient was requesting more pain meds during the time period (per rn). No patient injury. Additional information received indicates initial bag start: (B)(6) 2011 at 15:49, end: (B)(6) 2011 at approx. 22:00; and second bag, start: (B)(6) 2011 at 22:38, end: (B)(6) 2011 at approx. 22:03. The rn did not notice the unexpected increase in volume infused until after requesting a new dilaudid bag and speaking to pharmacy, realizing the discrepancy (the bag should have been approx 2/3 full instead of empty). The rn had not noticed the time day shift started the bag. Therefore, she requested a new bag thinking it was appropriate timing.

Manufacturer narrative:
The clinical on-site assessment was conducted from (B)(4) 2011 by b. Braun clinical personnel. During this assessment, all hospital shifts were covered and a total of 118 clinicians were included from 14 different areas of care. This assessment did not reveal any user related issues that could have lead to this event. The purpose of the biomedical on-site assessment was to physically inspect all pumps within (B)(6), repair as needed and conduct preventive maintenance activities as defined by the b. Braun infusomat service manual. Over the course of 8.5 days from (B)(4) 2011, b. Braun technical service technicians performed preventive maintenance on 578 pumps. While 25 pumps (4%) were repaired based on the findings of this assessment, it has been concluded that the reason for these repairs could not have contributed to this event or any similar events. Customer complaint investigation results: the pump log was reviewed and it indicated that the suspect dilaudid infusion was initially set to run at a rate of 2.3 ml/hr with a volume to be infused (vtbi) of 50 ml. The infusion started on (B)(6) 2011 at 8:26:03 pm and continued on three (3) 50 ml bags of dilaudid until (B)(6) 2011 at 12:08:33 am. During the infusion there were numerous pressure alarms and infusion starts and stops. The volume delivered after each of the starts and stops was calculated and the volume delivered was within the 100+/-5% specification. Based on the log review the pump appeared to operate as expected. Volumetric accuracy was also tested three times at a rate of 2.3 ml/hr and a vtbi of 10.2 ml which is consistent with the pump log and reported event. In all three instances the pump operated within specification and delivered the target volume with results of 10.3 ml, 10.3 ml, and 10.2 ml, respectively. In addition, there was no free flow condition that could be replicated with the door open or closed. In addition to the testing that was conducted on the returned pump, various lot numbers of infusomat space pump IV tubing sets ((B)(4)) that were distributed to (B)(6) were also evaluated to eliminate the sets as a potential contributing factor. There were no visual anomalies identified and all dimensions analyzed were within the established specifications, including the space tubing segment of the sets. The tubing sets were also tested on a variety of infusomat space pumps at various infusion rates and each of the sets functioned as intended. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow up report will be filed.